Event description:
It was reported that alerts were generated for an out-of-range atrial pacing impedance measurement and an automatic lead safety switch (lss) due to an impedance measurement greater than 3000 ohms. The lss resulted in an unsuccessful atrial automatic threshold (raat) test due to the device being in incompatible mode following the lss. A signal artifact monitor (sam-1) episode was observed which switched the sensing vector to the ventricle causing the minute ventilation (mv) signal artifact to be oversensed on the atrial channel. Review of the stored data was performed and there was an atrial tachycardia response (atr) episode which showed undersensing of the atrial arrhythmia signals and an atr which showed noise and oversensing on the atrial electrogram (egm). Further review was recommended. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the event description field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. A fsca was communicated to physicians regarding mv sensor signal oversensing in december 2017. Boston scientific developed and released a software update in january 2019, which automatically eliminates the risk of pacing inhibition due to mv sensor signal oversensing in pacemakers and cardiac resynchronization therapy pacemaker (crt-p) systems upon initial interrogation with the upgraded programmer software. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This corrective action is expected to greatly reduce but not eliminate the occurrence of intermittent impedance issues due to inadequate device-lead connection.

Event description:
It was reported that alerts were generated for an out-of-range atrial pacing impedance measurement and an automatic lead safety switch (lss) due to an impedance measurement greater than 3000 ohms. The lss resulted in an unsuccessful atrial automatic threshold (raat) test due to the device being in incompatible mode following the lss. A signal artifact monitor (sam-1) episode was observed which switched the sensing vector to the ventricle causing the minute ventilation (mv) signal artifact to be oversensed on the atrial channel. Review of the stored data was performed and there was an atrial tachycardia response (atr) episode which showed undersensing of the atrial arrhythmia signals and an atr which showed noise and oversensing on the atrial electrogram (egm). Further review was recommended. The system remains in service and no adverse patient effects were reported. It was reported that an alert was generated for atrial intrinsic amplitude out of range at 0.5mv. Further review with a programmer was recommended. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that alerts were generated for an out-of-range atrial pacing impedance measurement and an automatic lead safety switch (lss) due to an impedance measurement greater than 3000 ohms. The lss resulted in an unsuccessful atrial automatic threshold (raat) test due to the device being in incompatible mode following the lss. A signal artifact monitor (sam-1) episode was observed which switched the sensing vector to the ventricle causing the minute ventilation (mv) signal artifact to be oversensed on the atrial channel. Review of the stored data was performed and there was an atrial tachycardia response (atr) episode which showed undersensing of the atrial arrhythmia signals and an atr which showed noise and oversensing on the atrial electrogram (egm). Further review was recommended. The system remains in service and no adverse patient effects were reported. It was reported that an alert was generated for atrial intrinsic amplitude out of range at 0.5mv. Further review with a programmer was recommended. No adverse patient effects were reported.